Event description:
It was reported that this competitor right atrial (ra) lead was capped and abandoned due to noise. A new ra lead was implanted successfully. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).